Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic pancreatectomy left. According to the reporter: the devices opened and closed as expected; then through the trocar, opened again closing over spleen artery. Then it was not possible to fire or to open the stapler, removing the device was not possible. A second stapler was not fired. The device was locked on tissue. The surgeon switched to an open procedure and clamped and sutured the spleen vessels. There was unanticipated tissue loss, extension of incision by more than one inch, and an extension of surgery time by more than 30 minutes. There was no unanticipated tissue damage. There was no unanticipated blood loss greater than 500cc. Nothing fell into patients cavity, no reinforcement material used. The patient had to stay longer in the hospital and was stable.

Manufacturer narrative:
(B)(4).